Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation result the returned cre pulmonary dilatation balloon was analyzed and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected and no damages were found. No other problems with the device were noted. Media inspection of the photos provided by the customer show the device and pouch but no damages were observed. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon longitudinal tear could have been interpreted by the customer as the reported event of balloon burst. This failure is likely to have occurred due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon, causing a longitudinal tear. Demonstrating excessive force during handling or usage and/or forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label

Event description:
It was reported to boston scientific corporation that a cre- pulmonary dilatation balloon was used in the main airway during a balloon dilation procedure performed on (B)(6) 2022. During the procedure, the balloon reached the stenosis in the main airway, but burst when they applied pressure. The customer stated that no pieces of the balloon detached inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre- pulmonary dilatation balloon was used in the main airway during a balloon dilation procedure performed on (B)(6) 2022. During the procedure, the balloon reached the stenosis in the main airway, but burst when they applied pressure. The customer stated that no pieces of the balloon detached inside the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.